Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was completely dead and was not turning on. A field service engineer (fse) reseated all cables on the back of the main and auxiliary drawers, as well as the pyxibus cables. This action restored communication and resolved the issue, bringing the machine back to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not turning on and motherboard was failed, remote service was offline. The customer reported that attempted to power on the unit, there were no sounds of it starting up. The outlets were confirmed to be working properly. The issue was isolated to the pyxis machine, along with the fridge and auxiliary drawers linked to it, which cannot power on at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.